Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01-aug-2019 with the following findings: during a visual inspection of the pump, the battery compartment was observed to be cracked. The returned battery cap was observed to have stripped threads and was unable to fully tighten to the pump. A test cap was used for investigation; no battery alarms were duplicated during testing. Pump electrical current draws measured within specifications. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2019, the reporter contacted animas alleging an issue with less than expected battery life. The reporter also alleged the battery compartment was cracked. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long-term cessation of insulin delivery if the user is unable to resolve the alarm.